Event description:
Spontaneous: home infusion nurse reported when peeled back the backing from the included tegaderm, fingerprints were visible on the film. Both patient and nurse saw this - nurse threw this kit away and opened another one - had same issue. The nurse ended up going out to her car and using one of her extra IV start kits from another manufacturer. The client saw the fingerprints on both tegaderms, and can verify what the nurse saw as well. Not available for return. No adverse event or missed doses. No additional information provided. Reported to (B)(6) by: health professional.